Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient cannot adapt their left eye vision post intraocular lens (iol) implantation. Patient has indicated that their far vision is not good. The iol was explanted. Vision pre-operative: 0.8. Vision post-operative:0.6. No further information provided.